Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a bent intraocular lens (iol). There was no patient contact. The procedure was completed. Additional information was provided indicating that the bent iol was caused by the insertion device handpiece. There are two medical reports associated with this event. The iol report was previously submitted under mfg report number 1119421-2019-00790. This report is for the handpiece.